Event description:
Pt was hospitalized for diabetic ketoacidosis. The physician feels the infusion site was too close to an area of cellulitis that interfered with the insulin absorption. Pts son indiciated that the site was infected. Pt was given intravenous insulin and the site of infusion was changed.